Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that at approx 10 minutes into a plasma exchange on optia, the disposable set split causing a leakage of blood. The pt outcome is not known at this time. Pt info is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.